Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist mentioned that validation code provided for overriding item was incorrect. Then advised customer to contact pharmacy to clarify as it was an override. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer was not opening, validation code provided for overriding item was incorrect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.